Event description:
It is reported that a customer received a motor error alarm and a no delivery alarm on their insulin pump a while back. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer stated that the pump was replaced after the alarms but they still have issues with the adhesive tape keeping their sensor in place. The customer was advised to use non deodorant antiperspirant to help stick keep the sensor in place. Customer stated that they will call back if the issue persists. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4) for product not adhering or sticking.